Manufacturer narrative:
H3 other text : device has not been returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged respiratory tract irritation, cancer, nasal passage, and internal melanoma. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, cancer, nasal passage, and internal melanoma. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box e: reporting address city, reporting address state and reporting address postal was updated in this report. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.